Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultramini meter was in the settings mode. The medical surveillance specialist was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 3 days prior to contacting lfs. The patient reported using a combination of medications including humalin and humalog. The patient reported she decreased her dose of medication according to how she was feeling, on an unknown date at 2pm. The patient reported 3 days after the alleged issue occurred she developed symptoms of ¿high blood glucose.¿ however, the patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca was able to assist the patient in troubleshooting the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms of hyperglycemia.